Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of the event is unk.

Event description:
It was reported that a pump was programmed to deliver medication to a pt (medication, programmed amount and delivery rate unk). The customer states that the pump alarmed multiple times for an upstream occlusion when no upstream occlusion was present. It was also reported that there was no pt injury.